Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of hi blood result and e-5 test strip errors. Expected fasting blood glucose test result range is 180 to 200mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of hi and hi. Verified storage of product is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory (date / time not set): (B)(6). Adverse event not reported.

Event description:
Consumer complaint of hi blood result and e-5 test strip errors. Expected fasting blood glucose test result range is 180 to 200mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to maintain diabetes. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of hi and hi. Verified storage of product is not within instructed specification since they are kept in kitchen. Test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is month of (B)(6) 2015. Recall test results performed from meter memory (date/time not set): 277 mg/dl, (B)(6) 2015, 01:35 pm, fasting: yes; 155 mg/dl, (B)(6) 2015, 01:35 pm, fasting: no; 225 mg/dl, (B)(6) 2015, 01:35 pm, fasting: yes; 167 mg/dl, (B)(6) 2015, 01:35 pm, fasting: yes; 215 mg/dl, (B)(6) 2015, 01:35 pm, fasting: yes. Adverse event not reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).